Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was checked for the integrity before inserted, the connector between the catheter and the luer was found broken and the catheter could not be used, and then a new set of catheter was unpacked and used for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause was unknown. One groshong single-lumen PICC was returned for investigation. The catheter was received with the stylet in the lumen, but there was evidence that the stylet had been manipulated within the catheter. There was a break in the tubing 6mm from the proximal end of the tubing. The adjoining ends of the catheter were not aligned. The proximal end of the tubing was positioned 1mm from the white hub. The stylet was bent at the distal end of the metal cannula and 1.5cm from the metal cannula. A microscopic examination revealed that the adjoining ends of the catheter were uneven and granular. It appeared that the catheter broke during manipulation of the stylet within the catheter; however, the exact mechanism of damage could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was checked for the integrity before inserted, the connector between the catheter and the luer was found broken and the catheter could not be used, and then a new set of catheter was unpacked and used for the patient.